Manufacturer narrative:
No further information is available at this time. This investigation will be updated should further information become available.

Event description:
It was reported that this defibrillator delivered two inappropriate shocks due to atria arrhythmias with rapid ventricular response. These shocks were delivered between two separate episodes. This device remains in service. No adverse patient effects were reported.